Event description:
The blood flow stopped temporarily after post-dilatation of a stent that was placed in the carotid artery (side unk). Suction was done with a suction catheter, and then the angioguard was withdrawn. The blood flow recovered without any treatment, and the pt developed no neurological symptoms. The pt is a male. The characteristics of the lesion are unk. The rate of stenosis is unk. The diameter of the vessel is unk. The pt was anti-coagulated but the medications given are unk. An angioguard distal protection device was positioned distal to the lesion. It is unk if the lesion was pre-dilated. A precise stent was successfully placed in the lesion and the stent was post-dilated. Following post-dilation, the flow stopped temporarily because the deblis flowed to the target and clogged the filter membrane. Then the clog was removed by suction, and flow recovered. There was no report of malfunction of the stent or the angioguard device. The pt was neurologically intact when taken from the angio suite.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt.